Event description:
Difficulty inflating balloon.

Manufacturer narrative:
Report received from our affiliate indicated that during the attempt to dilate a lesion within the femoral artery, two balloons could not be inflated. Inflation pressure was 8 atm. The balloons were withdrawn and the procedure was terminated by another balloon catheter from other company. This product will be returned for evaluation and testing. Additional information has been requested and will be submitted within 30 days upon receipt. This r08044206, it the first of two products involved with this adverse event, which is associated with mfg report # 9610978-2004-01143 and #9610978-2004-01144.